Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, after dissection was done they began to cauterize the branches/tissue they noticed that the jaws were not properly aligned and was not allowing a proper cautery effect to occur. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4 (PMA/510k), h2 (if follow-up, what type), h3 (device evaluated by MFR), h6, h10. Trackwise ID#: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 10/24/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle. Blood and charred tissue was observed on the heater wire and base of jaws. The heater wire was observed to be flexed away and bent at the center of the heater wire. The heater wire was observed to be detached at the tip, but remained attached at the base of the hot jaw. The silicone insulation on the tip of the cold jaw was observed to be peeled slightly, but remained attached to the cold jaw. The silicone insulation on the hot jaw was observed to be intact. No other visual defects were observed. A mechanical evaluation was conducted. The jaws freely moved when manipulation of the blue toggle switch. When the jaws were closed there was no visual defects observed. Based on the returned condition of the device, the reported failure "mechanical issue" was not confirmed, but was confirmed for the analyzed failures "material twisted/bent" and "peeled".

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, after dissection was done they began to cauterize the branches/tissue they noticed that the jaws were not properly aligned and was not allowing a proper cautery effect to occur. A replacement device was used to complete the procedure. The hospital did not report any patient effects.